Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 560/dl and 124g/dl. No serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.